Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14-mar-2021 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No. Mfg date: 09-oct-2019 labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the when contrast and flush were injected, the leadless implantable pulse generator (ipg) moved forward. The tether was pulled and the ipg was locked back into place. The ipg and delivery system was attempted but not used. No patient complications have been reported as a result of this event.